Event description:
Immunoglobulin 20 gram IV was ordered, prepared and sent to nursing station with tubing supplied with product. There has been no problem using this tubing in the pumps used by facility. This wk hosp switched to different pumps. Tubing for this medication does not work in the new pump even though pump and medication made by same MFR. Package insert of medication very lacking; states "use adequate filter" but no size or specific requirements and refers reader to administration reference rather than providing specifics.